Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture in the battery compartment, no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Manufacturer narrative:
Follow-up #1: date of submission 09/21/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/27/2015 with the following findings: review of the black box data and download history revealed multiple unexplained ¿power on reset¿ events. The returned battery cap was evaluated and found to be within the required specifications. On examination, the battery compartment was intact without damage. Moisture corrosion was observed inside the battery compartment. The audio bolus button cover was observed to be missing from the pump. A leak test was performed and a bolus button leak was confirmed. During testing, the pump powered on to a blank display with audio tones and vibrations functional. The pump case was removed and moisture corrosion was found throughout the inside of the pump; the display flex/connector was noted to be corroded. Product analysis was unable to complete all testing steps due to the moisture damage and the blank display. Investigation was unable to adequately investigate the alleged ¿no power¿ issue; the allegation of moisture ingress was confirmed.